Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an emergency room visit for low blood glucose of 20mg/dl and diabetic ketoacidosis. The customer passed out and treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 242 mg/dl at the time of the call. Troubleshooting found that the customer was taking heart medication that may have caused their low blood glucose. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose.